Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead delivered inappropriate shocks due to noise, had high impedance, and triggered the lead integrity alert. The device was revised, the lead set screws tightened, and the pocket flushed. The lead remains in use. No further patient complications have been reported as a result of this event.